Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, two different mega-suturecut needle drivers were defective. A metal cable was noted to be exposed from the endo-wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There were cables visibly protruding from the distal end of the instrument. No fragments fell inside the patient¿s anatomy.